Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the oxygen (o2) sensor on a 980 ventilator failed. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) inspected the device and at the request of the customer, replaced the o2 sensor as a precautionary measure. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
An oxygen (o2) sensor was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions. An investigation was performed and the product analysis technician reported that the identified root cause of the reported issue was isolated to the o2 sensor calibration was out of range. If information is provided in the future, a supplemental report will be issued.